Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure performed on (B)(6), 2012.according to the complainant, the patient had a dopaminergic psychosis with confusion, due to medicine that was being administered, which caused the patient to pull the device out of the stoma site. The patient was hospitalized from (B)(6), 2012. Administering of the medicine was interrupted and was not continued following treatment.it was reported that the patient has fully recovered.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a procedure performed on (B)(6) 2012. According to the complainant, the patient had a dopaminergic psychosis with confusion, due to medicine that was being administered, which caused the patient to pull the device out of the stoma site. The patient was hospitalized from (B)(6) 2012. The patient also had inflammation and an abscess at the stoma site. This was rectified using antibiotics. Administering of the medicine was interrupted and was not continued following treatment. It was reported that the patient has fully recovered.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.